Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a chocolate pta balloon during treatment of a calcified lesion in the patient¿s mid superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification were reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A balloon leak was reported during inflation at 6 atms. The balloon did not fragment. The device was safely removed from the patient. A replacement chocolate balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Image analysis: the customer returned two images for evaluation. Both images depict the shelf carton of the chocolate pta balloon catheter, the lost number depicted on the shelf cartons matches the lot number reported. Product analysis: an attempt was made to flush the device, the device was not able to flush as the solution was exiting the balloon inflation port. An indeflator was attached to the device, the device continued to leak from the flush port. The port was closed off, and the balloon was inflated to nominal pressure of 6atms and held pressure. The balloon was then inflated to rated burst pressure (rbp) of 12atms and held pressure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.